Event description:
A pocket fill was reported. It was stated that the patient was intubated in the ICU as of the date of this report. Reporter had no further information. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).